Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller was damaged. The field service engineer reseated cable which did not resolve the issue so, replaced the controller board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer which require maintenance. The customer stated that they were able remove the required medication from another station and there was no prolonged delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer which require maintenance. The customer stated that they were able remove the required medication from another station and there was no prolonged delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced the drawer controller board to main drawer 2.1 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.